Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The type of this complaint is revision due to dislocation. The primary surgery for oa in the left hip took place in 2009 at other hospital. On (B)(6) in 2015, the patient fell down while he sat with his legs crossed. At that time, the patient felt a pain around the left hip and was brought to the hospital. The surgeon found the head dislocation with x-ray photos but the breakage of the head was not found with 3d-CT pictures. The revision took place on (B)(6) in order to replace the 36mm head with a 32mm head and the metal liner with a poly liner. The cup and the stem were not removed. During the surgery, the surgeon found black tissues around the soft tissues. A slight amount of black substances were also found. Erosion was not found much around the joint part of the head and the neck taper. There had been no problem with the stabilization of the implants in question. The surgery was complete without any delay. The patient is now under observation.

Manufacturer narrative:
Following review by bioengineering, notification was received that: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as necessary.